Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e314 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. (B)(4), feedback: the service technician cleaned the instrument and successfully completed the system checkout procedure. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a drive tube leak/break with a blood leak in the centrifuge chamber. The customer reported that the leak occurred at approximately 200 ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition and awaiting a hematocrit before starting over with a new treatment. Service was requested. On (B)(6) 2016, the customer stated that an alarm #7: blood leak (centrifuge chamber) alarm occurred during the leak. The kit was not returned for investigation.